Event description:
Event description guidant received information that the caller is suspecting early battery depletion with this pacemaker. The battery gas gauge is at 50% remaining even though the device has been implanted for 2 years. A longevity calculation indicated the device should last 6.8 years. A download of the device memory was sent in for review. Also, the pacemaker is on an advisory.